Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the ultraverse rx pta balloon catheter. During the procedure the balloon became stuck with the guidewire during removal. And there was strong resistance felt and was unable to remove it. After three or four attempts, customer was forced to remove the entire wire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one ultrascore 014 pta dilatation catheter returned for evaluation. Upon visual inspection, it was noted the device was returned with a gw loaded within the catheter. The returned gw was extending out from the distal tip and from the gw hub of the balloon catheter. One kink was noted on the returned gw proximal to the hub. There was a cock stop connected to the inflation luer. No damage was noted to the scoring wires. During functional testing, an attempt was made to retract the returned gw but was not successfully fully retracted as there was high resistance in pulling it. No other functional testing performed as the returned gw could not be removed. Therefore, the investigation is confirmed for the reported guidewire removal difficulty as the returned guidewire was not successfully fully retracted as there was high resistance in pulling the guidewire from the device. A definitive root cause for the reported guidewire removal issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier UDI #), g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the ultrascore 014 pta balloon catheter. During the procedure the balloon became stuck with the guidewire during removal. And there was strong resistance felt and was unable to remove it. After three or four attempts, customer was forced to remove the entire wire. The procedure was completed using another device. There was no reported patient injury.